Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported the carescape b650 monitor was rebooted for three cycles resulting in an error message. The monitor was not able to regain functionality during the event. The critically ill patient was transferred to another monitor. The patient was a do not resuscitate status and expired.